Event description:
It was reported that during advancement of the absolute pro stent delivery system, without resistance, to the celiac target lesion, the stent prematurely deployed in the aorta. The stent was snared using a balloon and pulled into the right common iliac artery where it was implanted. The patient was asymptomatic. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Reported (B)(4): incorrect anatomy. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Although initially reported that the device was returning, subsequently the customer reported the device was discarded. Potential factors which could contribute to premature deployment during use include, but are not limited to, manufacturing, inadvertently rotating the thumbwheel prematurely, anatomical conditions, insufficient support during advancement, kinks in the shaft or interactions with the introducer sheath and/or associated devices during advancement. To ensure this is not result of a manufacturing deficiency, all sheathed stents are 100% visually inspected for stent location between the markers and that the stent is fully covered within the distal sheath. Additionally, all shafts are 100% visually inspected for damage/kinks. There was no premature deployment noted prior to use suggesting that the premature deployment likely occurred during use. Because it was reported that the absolute pro was being used to treat the celiac artery, it should be noted that the indication for use in the product instruction for use (IFU) indicates that, the absolute pro .035 biliary self-expanding stent system is intended for palliation of malignant strictures in the biliary tree. A conclusive cause for the premature deployment could not be determined; however, there is no indication to suggest from the reported information that there is a product quality deficiency. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported.